Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent graft was explanted at an unk date due to infection. Add'l info was requested along with return of the explanted stent graft; however, none were received. No add'l clinical sequelae were reported.